Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms, noise, oversensing and pacing inhibition. It was reported that the patient did not experience asystole as a result of the pacing inhibition. Additionally, pacing impedance measurements were noted to be stable and within normal limits at 335 ohms in unipolar pacing configuration. Boston scientific technical services (ts) discussed potential causes. The configuration was left unipolar pacing and monitoring will be continued. No adverse patient effects were reported. This product remains in service.